Event description:
It was reported that during a radical cystectomy procedure, the same problem occurred with three instruments. This happened on the first firing of each device. The doctor squeezed closing trigger to clamp tissue then squeezed firing trigger & attempted to fire the instrument(s). There was a crack sound but no cut or stapling occurred. The triggers were stuck together. With manipulation, he was able to get the triggers apart. There was a very small amount of bleeding, doctor felt was likely caused by the use of the three instruments - patient ok. Used another device to complete the procedure.

Manufacturer narrative:
Evaluation summary: three devices (a-c) were returned with a damaged firing mechanism. Device a was received in good visual condition and with eight reloads present. Reloads f and g were received fully fired; reloads h, I, k, and l were received partially fired and with no damage to the lock out tab. Reloads e and j were received partially fired and with the cartridge lock out tab bent. The damage to the cartridge lockout tab is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. The returned device was found to be non functional. The device was disassembled to verify the condition of the internal components and the firing trigger teeth and the pinion axle support were found broken. Devices b and c were returned with the firing mechanism damaged and no reload present. No functional test was performed due to the condition of the device. The instrument was disassembled to verify the condition of the internal components and the pinion axle support was found broken. No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Additional information on device b. Expiration date: 04/2013. Manufacturing date: 05/2008.